Event description:
The patient reported that therapy stopped due to a power on reset (por). The patient went to turn their implant on to get pain relief and got the call your doctor icon, por message on the programmer. They turned the implant on and off daily and last (B)(6) they saw the por when they turned implant back on after turning it off. The patient stated that they fell in (B)(6) 2015. They had three mris in the last six months due to the fall. Steps to clearing the por were reviewed and it was successfully cleared. Therapy was turned back on and it was noted that it was adequate. The patient felt stimulation. Other relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.